Manufacturer narrative:
(B)(4)

Event description:
The related MDR report number is: 2938836-2017-14499. The device was explanted due to episodes of sustained oversensing on the right ventricle. During revision, the hex key was found still in the slot, which was suggested to have been the cause of the noise. Following revision, another episode of noise was noted and the rv lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.